Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2016-02311. The referenced outflow graft was reported under medwatch report# 2916596-2017-00605. (B)(4). Approximate age of device - 4 months. The explanted device is expected to be returned for analysis. It has not yet been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient underwent device exchange for pump thrombosis on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient presented with elevated lactate dehydrogenase and that the lvad pump parameters were elevated. Ramp echocardiogram revealed abnormal offloading of the ventricle, and pump thrombosis was suspected. The patient underwent a device exchange, and during the replacement, it was observed that the outflow graft was in a "mild s shaped" configuration. Upon invasive hemodynamic monitoring with pressure wire using expertise from interventional cardiology, the pressure gradient was 3 mmhg, and the patient did not require a full sternotomy for the pump exchange due to the shape of the graft. No additional information was provided.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. A correlation between the device and the reported elevated lactate dehydrogenase and elevated lvad pump parameters could not be determined. No log files from the time of the reported event were available for analysis. Multiple requests for product return were sent the customer; however the pump was not returned to the manufacturer for analysis. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.